Manufacturer narrative:
To date there is no indication that the lens has been explanted. (B)(6). Device evaluation: the lens remains implanted; therefore, it was not returned for evaluation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) was placed into the patient's eye. It was then noticed that there was a mark on the edge of the lens. The surgeon decided to leave the lens in the patient's eye. No additional information was provided to abbott medical optics.